Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Event description:
It was reported that an anchor tip broke off of a silent nite device and has fractures on molars of the upper and lower arches. Additional information received reported that the patient did not suffer any harm, injury or adverse event. No medical intervention was required. The event occurred on 12/15/2025. The patient is continuing to use the device and will return once the replacement is received.

Manufacturer narrative:
Corrected information: d4, g4 the investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. Another potential root cause could be the tray fracturing, could be due to the fracture not being noticed. Prior to the device being used and this could have made the fracture more apparent once the device was in use. Manufacturer reference #: comp-(B)(4).